Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. No patient complications were reported, and the patient is in good condition.

Manufacturer narrative:
B5 - describe event or problem: updated

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. No patient complications were reported, and the patient is in good condition. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery.